Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 72-year-old male patient with a past medical history of a prior coronary bypass graft (CABG), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), with scai stage d shock, on multiple inotropes and vasopressors, and was on a ventilator for respiratory support prior to initiation of support. The impella cp was inserted following a percutaneous coronary intervention (pci) of the right coronary artery (rca). The patient was noted to have red/pink tinged urine in the foley catheter. Repositioning was attempted. The physician did not want to start systemic heparin since the patient was on eliquis. The post-procedure outcome was survived at explant. The hematuria was most likely due to the underlying clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage d shock.

Manufacturer narrative:
Correction: h6 medical device problem code a01 was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary (hematuria): the cause of the injury was not determined due to insufficient clinical details.